Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (s/n: (B)(6)) was returned for evaluation following the reported event of a pump exchange and the patient expiring. A review of the event log file, extracted from (B)(6) , contained data spanning approximately 3 days ( on (B)(6)2022, (B)(6) 2023, (B)(6) 2000 per time stamp). On (B)(6) 2000 from 0:01:12 ¿ 0:06:59, the mode of operation was changed, and the pump started. The pump began operating at the fixed speed, 3000 rpm, within 3 seconds. The driveline was disconnected at 0:06:59 and the pump stopped. The driveline was then reconnected on (B)(6) 2000 at 5:33:13. The clock was updated and on (B)(6) 2023 at 2:20:14, the mode of operation was changed again, and the pump began operating at the fixed speed within 3 seconds of restarting. At 3:02:17, an intentional pump stop was activated, and the pump stopped. The controller was then shut off at 3:44:35. All of the captured data appeared to show the system controller operating as intended. The returned system controller underwent functional testing and passed without issue. The controller was individually connected to the returned modular cables and a mock circulatory loop. The system was able to operate as intended for an extended period of time with each modular cable. The root cause for the reported event could not be correlated to an issue with the system controller. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # (modular cable): 2916596-2023-06976.

Event description:
Related MFR #2916596-2023-06520 and MFR #2916596-2023-06543. It was reported that log files were submitted for review for left ventricular assist device (lvad) internal fault alarms on (B)(6) 2023. The controller was exchanged to troubleshoot these alarms. The alarms did not resolve following the controller exchange.

Manufacturer narrative:
A4: patient information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.